Manufacturer narrative:
Evaluation, method - a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results - the visual examination revealed that both leads were returned incomplete. No other anomalies were noted. No functional testing could be performed due to incomplete leads. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusions - the complaint could not be confirmed for "stim in wrong location and intermittent stim." No functional testing could be performed on the incomplete leads. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2007, the patient was implanted with an scs system. The patient began getting intermittent stimulation as well as stimulation in the wrong location. After several programming sessions with the representative, the doctor decided to revise the system. The ipg and leads were removed and replaced. One of the leads appeared to have migrated and the other one was fractured. No anchors had been used in the original implant.